Event description:
Bowel leak discovered post operatively. Patient returned to surgery. There was no difficulty using the device during the surgery. This facility has had two similar problems with this device. The manufacturer has been notified and devices have been returned.